Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2141 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
On (B)(6) 2020, the department used the device to give patients radiotherapy drugs. One day later, the patient¿s body temperature was found to rise. After the laboratory blood culture smear examination, it was found that gram-negative bacilli had grown (infected). Combined with the patient¿s condition, it was used with pira cillin sodium and tazobactam sodium anti-infective treatment.